Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gas leak, unstable air supply. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive pressure problems caused due to a gas leak and an unstable air supply. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 complete address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had excessive pressure. The issue was found during reprocessing. There were no reports of patient involvement.